Manufacturer narrative:
Discus dental received a complaint on (B)(6) 2020 in which a patient who did the whitening on friday (B)(6) 2020 and after the whitening, he experienced certain effects like chill, shaking and fatigue. The following day, these symptoms were gone. However, started to have herpes all over his lip. Cold sore began to appear. More appeared on sunday and grew in size. The kit and gel were used up during procedure and were not returned. Reviewed the device/batch history records of chairside kit sku: 881055601540 lot: 19308006 and sku: 22-3764 lot: 19310003. No out of specification or discrepancy was found. Retain sample of zoom 25% gel sku: 22-3764 lot: 19310003, was tested and results were within specifications. Reviewed complaints history, no other similar incident was reported from the same lot numbers. Reviewed direction for use of the kit. The dfu describes steps for candidate qualification, warnings, ingredients, and other precautions. Per complaint information, patient has carried the herpes simplex virus all his life. No additional information regarding the patient condition was available after 3 attempts were made to retrieve information. Based on the investigation results and available information, discus dental concludes there was no malfunction or failure in the product. No corrective actions are required. We will continue to monitor the trend.

Event description:
Discus dental received a complaint on (B)(6) 2020 in which a patient who did the whitening on friday (B)(6) 2020 and after the whitening, he experienced certain effects like chill, shaking and fatigue. The following day, these symptoms were gone. However, started to have herpes all over his lip. The patient sought medical attention and was prescribed medication.